Event description:
It was reported that the helix would not extend and pacing lead impedance and threshold values varied during implant. The lead was not used and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of helix, pacing lead impedance, and threshold anomaly was confirmed in the laboratory. The crimp core was found to be missing inside the inner coil. The missing crimp core was the cause for loose inner coil which resulted in the reported field event of impaired electrical properties and helix anomaly.